Event description:
It was reported that the implanted device alerted due to low atrial intrinsic amplitude. Review of the presenting electrogram demonstrated possible loss of atrial capture and atrial lead assessment was recommended. The atrial lead remains in service and no adverse patient effects were reported.